Manufacturer narrative:
(B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a motor fault alarm. The customer reported the events log displayed turbine out of control and flow parameter errors. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The reported event occurred during patient use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was able to be duplicated. The turbine differential pressure transducer (pt 800) failed calibration testing. This issue will be internally investigated within carefusion.